Event description:
The account stated that the architect magnesium reagent has generated low results on two patient samples. For one patient, the initial result was 0.54 meq/l, the sample was tested by the kodiak method and the result was 1.56 meq/l. The patients normal range is (1.30 - 2.10 meq/l). The other patient's results did not meet reporting criteria. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.